Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') in a 32-year-old female patient who had essure (batch no. 626206) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included uterine enlargement and adenomyosis. Concomitant products included citalopram, iron, nsaids, paracetamol (acetaminophen) and vitamin d nos (vitamin d). In (B)(6) 2008, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") with vulvovaginal pruritus and vulvovaginal burning sensation and back pain ("lower back area") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 5 years after insertion of essure. On (B)(6) 2013, the patient experienced uterine inflammation ("inflamed uterus"). In (B)(6) 2013, the patient experienced rash papular ("rash over chest, arms and abdomen/ irregular and popular rashes, rash skin condition"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("pain abdominal area"), procedural pain ("post removal complication") and hypersensitivity ("allergic reaction"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (robot assisted total laparoscopic hysterectomy-uterus, cystoscopy, tubes removed.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash papular, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine inflammation, abdominal pain and back pain had resolved and the genital haemorrhage, procedural pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, rash papular, uterine inflammation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for bleeding: menorrhagia, rash skin condition, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') in a 32-year-old female patient who had essure (batch no. 626206) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included uterine enlargement and adenomyosis. Concomitant products included citalopram, iron, nsaids, paracetamol (acetaminophen) and vitamin d nos (vitamin d). In (B)(6) 2008, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") with vulvovaginal pruritus and vulvovaginal burning sensation and back pain ("lower back area") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 5 years after insertion of essure. On (B)(6) 2013, the patient experienced uterine inflammation ("inflamed uterus"). In (B)(6) 2013, the patient experienced rash papular ("rash over chest, arms and abdomen/ irrgeular and popular rashes, rash skin condition"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("pain abdominal area"), procedural pain ("post removal complication") and hypersensitivity ("allergic reaction"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (robot assisted total laparoscopic hysterectomy-uterus, cystoscopy, tubes removed.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash papular, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine inflammation, abdominal pain and back pain had resolved and the genital haemorrhage, procedural pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, rash papular, uterine inflammation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding: menorrhagia, rash skin condition, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included uterine enlargement and adenomyosis. Concomitant products included citalopram, colecalciferol (vitamin d), iron, nsaid's and paracetamol (acetaminophen). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") with vulvovaginal pruritus and vulvovaginal burning sensation, fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("pain abdominal area") and back pain ("lower back area"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine inflammation ("inflamed uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and rash ("rash over chest, arms and abdomen"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (robot assisted total laparoscopic hysterectomy, cystoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine inflammation, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, uterine inflammation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal itching, burning, depression, mental anguish, rash over chest, arms and abdomen, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, inflamed uterus, pain abdominal area and lower back area. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') in a 32-year-old female patient who had essure (batch no. 626206) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included uterine enlargement and adenomyosis. Concomitant products included citalopram, iron, nsaids, paracetamol (acetaminophen) and vitamin d nos (vitamin d). In (B)(6) 2008, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") with vulvovaginal pruritus and vulvovaginal burning sensation and back pain ("lower back area") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 5 years after insertion of essure. On (B)(6) 2013, the patient experienced uterine inflammation ("inflamed uterus"). In (B)(6) 2013, the patient experienced rash papular ("rash over chest, arms and abdomen/ irrgeular and popular rashes, rash skin condition"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("pain abdominal area"), procedural pain ("post removal complication") and hypersensitivity ("allergic reaction"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (robot assisted total laparoscopic hysterectomy-uterus, cystoscopy, tubes removed.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash papular, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine inflammation, abdominal pain and back pain had resolved and the genital haemorrhage, procedural pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, rash papular, uterine inflammation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding: menorrhagia, rash skin condition, vaginal discharge . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new events added: allergic reaction. Lot number were received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included uterine enlargement and adenomyosis. Concomitant products included citalopram, iron, nsaids, paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") with vulvovaginal pruritus and vulvovaginal burning sensation and back pain ("lower back area") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 5 years after insertion of essure. On (B)(6) 2013, the patient experienced uterine inflammation ("inflamed uterus"). In (B)(6) 2013, the patient experienced rash papular ("rash over chest, arms and abdomen/ irrgeular and popular rashes, rash skin condition"). On (B)(6) -2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("pain abdominal area") and procedural pain ("post removal complication"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (robot assisted total laparoscopic hysterectomy-uterus, cystoscopy, tubes removed.). Essure was removed on (B)(6) . At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash papular, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine inflammation, abdominal pain and back pain had resolved and the genital haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash papular, uterine inflammation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding: menorrhagia, rash skin condition, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: post removal complication. Events were clubbed, event outcome were updated and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.